Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump failed the rotor error alarm test. No patient involved. No further information was known.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿pump failed the rotor error alarm test.¿ the unit was triaged and the customer¿s reported condition was confirmed as the error was delayed. The rotor error alarm section of the performance test verification was performed five times. Each time the unit gave a flow error at approximately 2:10. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.